Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have had injected a patient in the cheeks (ck1, ck2, ck4, and ck5) with 2 syringes of juvéderm® voluma¿ with lidocaine. The patient presented ¿angioedema and allergic reaction, with difficulty breathing¿. The symptoms have not resolved.